Manufacturer narrative:
User report number: (B)(4). Date received by manufacturer: the event occurred on (B)(6) 2021, and csi staff was present. However, the field staff member inadvertently neglected to report the event to csi's postmarket surveillance group. Therefore, this report is being reported after the 30-day reporting window. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Csi ID: (B)(4).

Event description:
A coronary orbital atherectomy device (oad) and viperwire guide wire were used for atherectomy of the distal right coronary artery (rca) and posterior descending artery. The vessels were mildly tortuous with a diameter between 2.0 and 2.5mm. The guide catheter continually retracted, and the user had to apply forward pressure to keep it in place. The csi field representative consulted with the physician about concerns regarding the amount of forward pressure needed, but the user was not concerned. The coronary orbital atherectomy device inadvertently moved forward during treatment in the rca. The oad came into contact with the tip of the viperwire guide wire, and the tip fractured. The distal 20mm of the viperwire was abandoned in vivo. The patient was stable at the conclusion of the procedure.